Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no adverse impact to the customer's blood glucose level. Caller resolved the issue by leaving the wall adapter plugged into a working outlet for at least 30 minutes, which allowed the pump to begin charging, and a replacement charger was sent by technical support.